Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the patient was bucking due to poor anesthesia and this caused fluid leakage and first degree vaginal burning. The physician completed the procedure with this kit and no further problems. The physician prescribed silvadyne cream for minor burns. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the event description and subsequent follow up, it was confirmed that because of the patient bucking the sheath moved and therefore caused the leak and burn. It is important to ensure a good cervical seal when performing hta; refer to pages 6 - 7 for the reference to cervical seal in the warning and precautions section of the users manual. Pages 38 and 40 also refer to the importance of the seal and maintenance of the seal throughout the procedure. It was noted in the event description that the bucking was caused by poor anesthesia as well.